Event description:
During a tfn procedure: surgeon was using a tap and the threads of the tap broke. The tap was retrieved, the broken pieces were discarded. The tissue with pieces embedded were removed and discarded. There was no adverse effect to the pt noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Visual inspections by the product development engineer noted a portion of the first four threads are broken adjacent to one set of the cutting flutes. (There are two cutting flutes that are milled into the threaded area to aid in the tapping procedure.) It does appear that the area of failure may have been contributed by colliding with another device; such as being passed through the oblique hole in the nail if in a misaligned situation. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Synthes device history records for lot # pe00510 revealed the tap/reamer was manufactured by (B)(4). Synthes rec'd (B)(4) shipments of this lot. All passed specifications with the exception of (B)(4) for rust inside the cannulation. No rework was documented and the piece was released. The threads are badly damaged, some completely broken. The handle shows some wear and scratching. The material and hardness were checked and verified as meeting specifications. The threads could not be profiled due to the extensive damage. The material was measured with a niton gun for hardness and passed specifications.